Event description:
The customer contact reported a delay in critical therapy following an alarm condition. The tubing set was to be used to deliver an unspecified volume of total parenteral nutrition (tpn) via an unspecified symbiq pump. It was reported that the tubing set was primed and the cassette was loaded into the pump. It was reported that after the delivery was started, the pump alarmed with a "tubing failure" error message. It was reported that the tpn container could not be respiked; therefore, an unspecified volume of tropamine was initiated using the same pump and a replacement tubing set. Although there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.